Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in hong kong reported that the patient was on impella cp support and the pump stopped and was unable to work when they tried to restart it. There was an alarm, "impella stop" that appeared. Staff tried to restart the pump several times to no avail. The pump was replaced. Upon explanting the pump, the red easy lumen guide was noted as still inside the pump.

Manufacturer narrative:
The impella device was received from the customer and an investigation regarding the returned device has been completed. The pump was visually inspected and found no biomaterial, catheter or cannula kink damage. No red lumen and guidewire was visually present in the returned pump. The clinical have shared the images which had red lumen in the pump after starting the pump. No other abnormalities were found.